Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the buttons on the infusion device do not work correctly. Patient stated that it seems that one of the buttons is permanently pressed; exact button was not identified. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.